Event description:
Additional information received from the healthcare professional (hcp) of the clinical study reported that an additional lead was implanted on (B)(6) 2013.

Event description:
Additional information received reported the event was related to the procedure and not any component of the device system.

Event description:
It was reported that during the post op review in the clinic, the patient was not receiving any paresthesia. The doctor suggested that the lead had perhaps been placed a little too deep into the subcutaneous tissue. Device interrogation showed all normal. The lead was repositioned on (B)(6) 2013. The outcome was resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).